Event description:
Procedure type: lap gastric bypass. According to the reporter: doctor fired reload on gastric pouch, no staples deployed but cut tissue. The gastric pouch was sutured closed. No reinforcement material used. The pt is in stable status. There was no unanticipated tissue loss. There was tissue damage. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).